Manufacturer narrative:
The device was returned to zoll medical corporation. The customer's reports were observed during review of the device data logs. However, the device was put through extensive testing including full functional testing and daily, weekly, monthly self tests without duplicating the report. The reports were cleared and did not reoccur. An internal inspection of the device found no discrepancies. The device was recertified and returned to the customer. The pads used during the time of the report were not returned. Analysis of reports of this type has not identified an increase in trend.

Event description:
Complainant alleged that during functional testing, the device did not detect the attached electrode pads, the defib output was out of specification, and the device failed for high impedance. Complainant indicated that there was no patient involvement in the reported malfunction.